Manufacturer narrative:
The patient's sample was requested for further investigation, but no sample material could be provided. Based on the available data, a general reagent and instrument issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The field service engineer performed a system volume check and a liquid flow clean. On (B)(6) 2020, he performed testing on another sample drawn at the same time as the original sample and the patient¿s (B)(6) result was 1.30 coi reactive. On (B)(6) 2020, he performed repeat testing on the same sample and the (B)(6) result was 1.36 coi reactive. A post-dialysis sample from (B)(6) 2020 was tested and the (B)(6) result was 0.001 coi non-reactive. The investigation is ongoing.

Event description:
The initial reporter questioned (B)(6) elecsys (B)(6) combi pt results on a cobas e411 disk. The customer provided questioned results for one patient. The initial result was not reported outside the laboratory. On (B)(6) 2020, the patient¿s initial pre-dialysis (B)(6) result was 0.001 coi non-reactive. The testing was repeated and the results were 113.5 coi reactive, 123.7 coi reactive, 124.9 coi reactive. The customer sent the sample to a reference laboratory and the (B)(6) result on an architect was 41.89 with no units provided and (B)(6). The architect result was determined to be correct and reported outside the laboratory. On (B)(6) 2020, the patient was redrawn and had a post-dialysis (B)(6) result of 0.001 coi non-reactive. (B)(6)reagent lot number used for patient testing was 406171 with an expiration date of 30-apr-2020.